Manufacturer narrative:
Vyaire reference number: (B)(4). At this time, vyaire has not received the suspect device/component from the customer. If additional information is received or a final evaluation is performed, then supplemental report will be submitted.

Event description:
The customer reported that their vela ventilator had an unresolved "transducer fault" alarm condition. The customer reported that there was no patient involvement.

Manufacturer narrative:
Results of investigations: the vyaire failure analysis lab received the suspect component and performed a failure investigation. The reported issue was confirmed and duplicated in the laboratory setting. The root cause of the reported issue was slow solenoid. The root cause assigned in final investigation report is supplier manufacturing process.